Event description:
It was reported that the patient underwent an initial total hip arthroplasty of an unknown side on an unknown date. Subsequently, the patient underwent a hip revision for an unknown reason. The provided image of explants shows signs of metal-related pathology, wear of the femoral head and fracture of the acetabular liner. No further patient impact reported. No further information available. This is report 2 of 2 for this event.

Manufacturer narrative:
No device was returned for evaluation; the reported event was confirmed by review of photographs of the device. The review identified the acetabular liner is fractured, however based on the available information, the cause of the fracture cannot be confirmed. Potential contributions could include high contact force from the femoral head and/or prosthesis wear. The edges of the liner also appear to have signs of wear, including what seems to be scratches, delamination, and regions of thinned material. Additionally, discoloration on the liner, which could be an indication of metal wear. The explanted femoral head also has a large region of discoloration. This was likely a result of direct articulation between the acetabular cup and femoral head due to the fracture of the liner, leading to wear of the cup. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A review of complaint history was performed and identified a low occurrence rate of prosthesis wear in gxl liners due to the voluntary product recall notice and decreased sales as the gxl liner is phased out of global markets, the complaint rate is expected to trend upward. Complaint rates will continue to be monitored monthly. Prosthesis wear and fracture are known potential risks and are listed in the risk management documentation and IFU. A definitive root cause was unable to be determined; however, may have resulted from a combination of risk factors. The cup wear could potentially be attributed to prosthesis wear of the liner, followed by fracture of the liner, and subsequent wear of the cup. However, this cannot be confirmed from the reported information, and the devices were not available for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.